Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history by a baxter service technician but not duplicated. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. After reviewing the pump's event history, a baxter service technician discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.